Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Also there was oversensing associated with the right ventricular lead. Concomitant medical products: addr01 ipg implanted: (B)(6) 2009.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.